Event description:
The pt's sound processor reportedly was not functioning. The pt was seen for eval. External equipment was exchanged. Testing performed confirmed that the device was no longer functioning. Surgery to explant the pt's c1 device is to be scheduled.